Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stuff was not working, and it was clarified the recharger was the issue. When the patient was asked to get the recharger for troubleshooting to determine the issue, the caller got escalated and the call dropped. The recharger would not turn on when they plugged it in. The desktop charger green light was on. The patient stated they were not by their equipment and wanted to have the recharger equipment replaced. They stated they would rather have the scs therapy removed than to get their equipment to check the connector pin. It was further reported that the recharger had a blank screen and was not charging. When the recharger was plugged in the screen would not light up at all to indicate the recharger was charging. When asked to check the connector pin the patient confirmed nothing was broken and did not know why they needed to troubleshoot. Troubleshooting was not continued. It was noted that the patient had pain in their back and the thing (recharger) was not working. The desktop charger connector pin was then reported to be bent. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37761 lot# serial# (B)(4) product type recharger; analysis of the ins recharger (serial #(B)(4) ) found that there was no anomaly and the recharger was working fine. If information is provided in the future, a supplemental report will be issued.